Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access two rows of cubies. A field service engineer (fse) replaced the retractor band for drawer 4.2 and receded the roll board cables for 4.1 and 4.2, then tested the drawers. After that the fse confirmed that the technical support center (tsc) remoted in and fixed the ghost pockets. The system functioned as intended after the field service engineer and technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to access the two rows of cubie pockets. The customer stated that the user was unable to retrieve medications from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to access the two rows of cubie pockets. The customer stated that the user was unable to retrieve medications from the station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.